Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion was located in a calcified distal right coronary (rca) artery. The target area was predilated. The physician advanced the taxus express2 3.0x28mm drug eluting stent to the target lesion, but while trying to deploy the balloon, the balloon would not inflate. The physician noticed contrast in the rca and tried to remove the stent delivery system. When the balloon was removed, the stent caught on a piece of calcium and dislodged in the rca. The physician was able to snare the stent, but lost it while trying to remove it. The stent embolized to the patient's leg where it remains. During the procedure, a jr4 cordis guide catheter deep seated, causing a dissection. The procedure was completed with a 3.5x20mm taxus stent implanted in the distal rca. No further patient complications occurred. Patient status is satisfactory.